Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka), as a result of stress. During the hospitalization, the customer was treated via correction bolus and manual injections. Two days later the customer's bg levels dropped low below 70 mg/dl. The customer's contact believes that the low bg was due to having the customer on both the pump and insulin drip. The customer consumed crackers and juice to treat low bg levels. The customer was released from the hospital approximately 10 days later ((B)(6) 2015).